Event description:
It was reported that the patient was transplanted and the device was explanted. The device would return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic outflow graft obstruction. It was reported that the patient underwent heart transplantation on (B)(6) 2022. The device was explanted and returned for evaluation. No additional information was provided. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. A crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end. Upon removal of the bend relief, a deformation was observed along the proximal portion of the outflow graft, approximately 1-2¿ from the outflow graft hardware. Tissue accumulation was present around and within the deformation (outside of the blood flow path), suggesting that the graft had been deformed for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.